Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The cables and internal tubing evaluation was unacceptable, and the flow sensor assembly was noted to have physical damage causing an error for circuit check. The device's flow sensor assembly was replaced to address the issue and as part of remediation. Additional findings not related to the malfunction/issue: device sn had incorrect gtin / revision, tte rubber feet were noted to be missing and were replaced, the exhaust fan assembly was contaminated with dirt, dust, talc, etc. And was replaced due to the contamination. The rear case had a cracked screw boss mount and was replaced, and during repair, the active exhalation control module (aecm) wire clip was broken off and the aecm was replaced to address this issue. The device passed all testing after repair.